Event description:
Customer stated "switch sparked." Product was returned for investigation. Upon further review into the customers complaint, the inspector found that the cord had been cut. These type of occurrences can happen when the cord has been either caught in a recliner, door, and/or the customer has cut the cord. This is not a manufactured defect. Bce conducts a 100% wattage test. The cord cut would have been caught if it existed before the product left the facility. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.